Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was saturated sieve beds. Additional malfunctions were saturated pvc tubes, leaking hose clamps, and a contaminated manifold.